Event description:
It was reported that the customer had normal blood glucose levels of 92 mg/dl. The customer reported that the battery of the insulin pump would not last long. It was reported that one week prior to the call, the battery in the customer's insulin pump exploded. Ever since the event, the battery in the insulin pump would not last more than a day before requiring a replacement. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
A partial depleted battery icon was noted with a new battery due to a corroded battery tube. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.